Event description:
Per complaint (B)(4), after clinical procedure, deformation was occured.

Manufacturer narrative:
Follow-up report submitted for additional information. Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and section h1 for type of reportable event, h2 for follow-up type. Updated section d6a for implanted date, d6b for explant date.